Manufacturer narrative:
(B)(4)-the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Details of the lesion are unknown. The lesion was predilated with a non-bsc balloon. During the procedure, the physician could not cross the lesion with a 2.5x28mm taxus liberte stent. It was noted that stent damage occurred. The procedure was successfully completed with a 2.5x32mm taxus stent.